Event description:
Related manufacturer reference number: 1627487-2022-03121, 1627487-2022-03122. It was reported during a lead revision surgery on (B)(6) 2022 (manufacturer report number: 1627487-2022-01736) the leads were accidently moved. Surgical intervention took place wherein the leads were explanted, replaced, and therapy is not effective. Surgical intervention may take place at a late date.

Manufacturer narrative:
Reporter phone: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of fracture/ineffective therapy was not confirmed. Analysis of the 3186 lead found a cam impression on the outer tubing consistent with the use of a swift-lock anchor; no other anomalies were observed. The lead passed output resistance and inter-channel continuity testing.